Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by cloudy effluent. The breach in aseptic technique was described as touch contamination as while connecting to the pd therapy, the top of the patient's hand "touched it". It was reported that the patient was not hospitalized for the event. The same day as event onset, the patient was treated with one dose of vancomycin (2g, intraperitoneal) and ciprofloxacin (500mg, oral, for two days, frequency not reported) for peritonitis. Three days after event onset, the vancomycin dose was increased to 3mg. Vancomycin treatment was ongoing. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information was available.